Manufacturer narrative:
One pressurewire x, wireless was returned to the manufacturer for analysis. The reported event of the distal tip coil fracture and detachment was confirmed. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire; the corewire was bent at the location of the fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Event description:
The guidewire was attempt to be used to evaluate the left coronary circ. Lcx. With severe tortuosity. Torqueing was performed and the device was attempted to advance but the tip fractured at the transition of the radiopaque marker. When attempting to retrieve the device, the snare broke apart in the artery. The tip of the device was able to be retrieved. The procedure was not able to be completed.